Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems and trouble sleeping due to pain and dyspareunia. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary urgency, recurrent urinary tract discomfort consistent with cystitis. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary urgency, recurrent urinary tract discomfort consistent with cystitis.